Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan to report the unknown lifescan meter was giving inaccurate results. The sr. Medical surveillance specialist contacted the patient to obtain and verify information, however was unable to reach her by telephone. The smss classified the complaint based on the information provided to customer service. On (B)(6) 2011 a letter was mailed requesting the patient contact medical surveillance. On (B)(6) 2011 at 8:00 am the patient obtained an unknown reading using the reported meter which she claimed was inaccurate. No information was provided as to the meter type or the result obtained. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient went to the emergency room, where at 10:00 am her blood glucose level was tested to be 29 mg/dl. The patient provided no information as to the treatment received. It would have been helpful to determine the meter used, the condition of the test strips, the specific result obtained, any actions taken based on the allegedly inaccurate reading, the patient's treatment in the emergency room, the patient's diabetes medication regimen and her expected results. No information was provided about the reported meter or allegedly inaccurate reading. However, as the patient allegedly went to the emergency room where her blood glucose level was 29 mg/dl after the allegedly inaccurate meter reading was obtained, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.